Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor resistor and unable to perform the basic occlusion test, occlusion test and excessive no delivery test due to a33 alarm. However, the insulin pump received with normal operating currents and passed the self-test, a21 error test and displacement test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 131 mg/dl at the time of incident. Troubleshooting found that insulin squirts out of the insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.